Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was submitted to a total hip replacement in (B)(6) 2010. After 2 years of the implanted prosthesis, the acetabular liner has an unusual wear and the femoral stem was loose proximally.

Manufacturer narrative:
Examination of the returned devices and provided patient x-rays by depuy engineering finds no product problem identified therein. The x-ray review identified there may have been an opportunity for more of an appropriate choice of stem at the primary. Review of device history records has identified no manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The provided stem met dimensional specifications and is in conformity with its definition. The returned liner exhibits signs of eccentric loading. There are marks from cup impingement on the stem; possibly causing the liner to disassociate. The femoral head showed heavy wear patterns, indicating contact with the acetabular cup. However, the cup was not provided for examination to confirm this. The investigation can draw no conclusions with the information provided and product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the additional product and/or information be received, the investigation will be re-opened.